Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches"), migraine ("continuous migraine"), arthralgia ("joint pain"), fatigue ("general fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, headache, migraine, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, fatigue, headache, medical device removal and migraine with essure. The reporter commented: period of occurrence: gradually from year to year and more and more problems. Current condition of the patient: events from 2011 to (B)(6) 2020. Since the removal, she saw a real difference in her general condition. The difficulty was in making the connection between her problems and the insertion of the essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2014685) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced headache ("headaches"), migraine ("continuous migraine"), arthralgia ("joint pain"), fatigue ("general fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, headache, migraine, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, disturbance in attention, fatigue, headache, medical device removal and migraine with essure. The reporter commented: period of occurrence: gradually from year to year and more and more problems. Current condition of the patient: events from 2011 to (B)(6) 2020. Since the removal, she saw a real difference in her general condition. The difficulty was in making the connection between her problems and the insertion of the essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.